Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain, infection, mesh fragmenting/exposure and additional surgeries. According to the physician's office, as of several follow up visits in 2010, the patient presented with infection and discharge. As of the last follow up appointment on (B)(6), 2011, the patient complained of vaginal discharge with odor. All other information is unknown and unavailable.